Event description:
During a routine shift check by a clinician, the paddles give a "paddle fault" message when attached to an associated defibrillator. Complainant indicated that there was no pt involvement in the reported malfunction.